Event description:
It was reported that the device was running without the trigger being pressed. There was no patient involvement and no report of adverse consequences associated with this event.

Manufacturer narrative:
The device was repaired in the field. The complaint was duplicated. The root cause is that the magnet fell out of the trigger assembly, causing the handpiece to continually run. The device was repaired and returned to the customer.